Manufacturer narrative:
After additional requests by acist for the user faciity to return the cvi injector system serial number (B)(6) to the acist europe service center for evaluation, the user facility elected not to return the device to acist. No additional information is available at this time. Acist reviewed the device history records for the cvi injector used during the event, and per previous service visits unrelated to this event, there were no issues noted that would be related to this event. The user facility is still actively using the system without any further complaints. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), has not yet been returned to acist. The consumable kits used during the event were discarded by the user facility and the lot numbers are unknown. The cine-angiograms have been requested for evaluation, but have not yet been returned to acist. A clinical assessment by an acist medical advisory board member will be performed on the cine-angiograms upon receipt. A follow-up report will be submitted to the FDA upon completion of the clinical assessment of the cine-angiograms assessment and completion of the investigation.

Event description:
On 14 may 2024, acist became aware of an adverse event with a fatal outcome involving a patient who had presented on (B)(6) 2024 at the (B)(6) [ hospital] and, after a coronary angiography, was transferred to the ICU in critical condition. The patient died on (B)(6) 2024. The patient underwent coronary examination using the acist cvi injector. Acist's italian affiliate, (B)(6) had not received a request for service on the injector or received any report of a malfunction, and from the information gathered by the sub-distributor, the injector is still being used regularly. The information collected is the result of phone conversations with the sub-distributor and a newspaper article. In the article it states that there is an ongoing investigation against the hospital, and no further information is available.